Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed an "open air discharge" message. The clinicians selected 200 joules and the device delivered 7 joules after displaying the message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.